Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure to treat pelvic organ prolapse, urge incontinence, urinary frequency and a mesh was implanted. Patient experienced pain, erosion, infection, urinary problems, recurrence, vaginal scarring, inflammation, cramps, lower back pain and chronic severe utis requiring ER visits. It was reported that patient underwent removal/revision of mesh and scar tissue on (B)(6) 2009 due to shrinkage of mesh, scar tissue and infection. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.